Manufacturer narrative:
The customer¿s report that fluid leaked from the filter hole was confirmed. Visual inspection of the set showed both its vent membranes missing. There were no other issues or damages observed. Functional testing confirmed leaking from both filter vents. The cause of the leak was no filter vent membranes within the filter. The root cause of the missing membranes was a supplier manufacturing issue.

Event description:
The customer reported that IV fluid leaked from the filter hole. The customer stated the leak occurred during priming and during patient use. No patient harm occurred as a result of the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that IV fluid leaked from the filter hole. The customer stated the leak occurred during priming and during patient use. No patient harm occurred as a result of the event.